Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left upper extremity fistula. During use, a 10x40mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance and ruptured at 10 atmospheres. The procedure was complete as the angioplasty performed with the armada 35 was sufficient. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the balloon rupture is the result of interaction with the lesion site or associated devices during use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.